Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony and choroidal detachment as a known complication and adverse reaction the device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Explanted valve was returned and underwent visual inspection and functional testing. Valve was visually inspected and bodily fluids were observed on device, but valve appears undamaged. No other issues found with the device. Steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of low iop condition as reported by customer could not be replicated or confirmed.

Event description:
A fp-7 was implanted to the right eye of 80 years-old man. Pre-op iop was 40 mmhg. Implantation surgery took place on (B)(6) 2022, agv was implanted from ciliary sulcus and iop went down to 8 mmhg post-op. After a while, bleeding occurred in anterior chamber and vitreous, then choroidal detachment occurred, and anterior chamber was disappeared. Silicon replacement was carried to recover the anterior chamber. At the end of (B)(6), silicon and agv was removed. After the removal, visual acuity was recovered.